Event description:
Additional information received reported that other medications (oral, etc) that the patient was taking at the time of the event was oxycodone, avonex, baclofen, senna, tegretol, gabapentin, and propranolol. The patient did not recover, symptoms were on-going.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was second reoccurrence of a csf leak around the catheter insertion site. This caused a pseudomeningocele approximately golf ball sized. The actions required as a result of the event included surgical intervention explained as the patient was brought into the operating room (or) for surgical exploration. Csf was visualized to be leaking around the catheter insertion site. Purse string was placed at previous revision so surgeon secured tissue flap over site and secured until no leakage was seen. The patient was sent home on bed rest for 24-48 hours with an abdominal binder. The patient¿s status at the time of report was alive ¿ no injury. The patient had increased spasticity and a large fluid filled pseudomeningocele in their back. The location of the issue or symptom was the lumbar spine catheter insertion site. The pump was used to infuse lioresal. It was reported that since implant, the patient¿s catheter was leaking spinal fluid. The patient had 2 revisions, one in the spring and one three weeks prior. The day prior to report the patient had stitches taken out. The patient¿s health care professional (hcp) told the patient that it was still leaking since the lump was still in their back. The patient spent the whole summer on their back and the patient is tired of it. The patient¿s hcp wanted to remove the whole system however the patient does not want to go back to using oral baclofen and would like a second opinion. It was reported that the patient had a 3rd occurrence of csf leak accumulating in the patient¿s back incision site. The patient saw their surgeon on (B)(6) 2014. The physician would like to refer the patient to another neurosurgeon to see if someone else can fix this reoccurring leak.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient developed swelling following a new pump and catheter implant. The patient had swelling near the pump where the incision was and it was warm to the touch but not infected and the patient did not have a fever. The patient stated that the swelling began 1 week prior to the report. Two days prior to the report, the patient went in to get the staples removed but the doctor stated that it was normal swelling and decided to leave it in until the swelling had gone down. The patient stated the lump was warm but not hot and the skin was painful but when she touched it, it was numb. The patient called her healthcare provider (hcp) on (B)(6) 2014 and told him she needed to be looked at because the swelling was getting bigger by the day. On (B)(6) 2014, the swelling had gotten bigger and was shaped like a ¿boob¿ and the patient was concerned that it may have been the pump leaking and the catheter may have been detached from the pump. The patient stated that she had major spasticity and she was in pain and the pump had not helped since it was implanted. The patient had to take oral medications for help. The oral medications were not doctor prescribed. The patient stated that the only reason the pump was done was because they could not give her any more oral baclofen. The patient was to discuss the issue with her hcp. The patient was currently at home and was ¿good.¿ the device system delivered baclofen. It was later reported that the patient presented to the surgeons office with a fluid filled pump pocket and posterior catheter insertion site. The patient was taken to the operating room (or) on the day of the report for exploration. Both sites were opened and drained. All connections were examined and found to be well connected. Cerebrospinal fluid (csf) leak was noted at the fascial entry site in the patient¿s back. Also, sutures in both the wings of the anchors were found to be broken. A purse string suture was added to seal the entry site and stop the csf leak and the anchor was re-sutured down. Catheter flow on the pump side was confirmed after all sutures were completed. The catheter was found to have good flow. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780 (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2016 product type catheter; the patient codes have been updated to include (B)(4). The previously reported device code (B)(4) no longer applies to this event and has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-14, additional information was received from the patient. The patient reported their system was implanted in 2014 and after 5-6 surgeries, the patient ended up getting bacterial meningitis because the patient had a chronic spinal leak from the surgeries. Thepatient had two surgeons. One performed three surgeries and "the spine would not fuse around the catheter". The patient went to another surgeon and had another surgery performed where the whole system was removed ((B)(6)2016 per records). The patient stated the surgeon removed the pump and there was bacteria on the backside of the pump. The pump was replaced and "everything is now fine".

Manufacturer narrative:
Correction: the patient code (B)(6) was not previously added in error. If information is provided in the future, a supplemental report will be issued.